Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. In this case, it was reported that the balloon was inflated 4 times to 10 atmospheres. It should be noted that the armada 35 instruction for use (IFU) states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is 9 atmospheres as indicated on the product label. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other armada catheter is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with a left iliac vein, 100% restenosed lesion that had been previously treated with an unspecified stent. Balloon angioplasty was successfully performed using two armada 35 catheters. Two additional armada catheters were successfully advanced. Both device balloons had ruptured below rated burst pressure. The ruptures were suspected due to the previously implanted stent struts of the unspecified stent. The devices were successfully withdrawn. There was no adverse patient effect and no clinically significant delay. No additional information was provided regarding this issue.